Event description:
A 91-yr-old pt with numerous diverticuli underwent a colonoscopy procedure during which a (mechanical) perforation of the sigmoid colon occurred. During withdrawal of the instrument, the physician realized the endoscope had entered the pt's peritoneum. The pt was taken to surgery to successfully repair the perforation. The pt is alive and well. According to the local sales rep who was present during the procedure, the physician does not believe the equipment was at fault. The pt's condition contributed to the event.